Manufacturer narrative:
The insulin pump passed the excessive no delivery test, prime test and displacement test. No unexpected no delivery alarms occurred. However, the pump had loud motor noise during rewind due to faulty motor. The pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 135 mg/dl. The customer stated that the alarm occurred during manual prime. The customer stated that the no delivery was not recurring. The customer stated that the issue has not been resolved. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.